Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle was difficult to remove from the vein, and a hole was found in the tubing during the flush that leaked out blood and liquid. The following information was provided by the initial reporter, translated from chinese: "1. Specific operation and use: the patient undergoes cardiac coronary angiography, and the venous access needs to be opened before the operation to ensure the safety of the operation. The nurse in the department checks the outer packaging of the indwelling needle, which is in good condition and within the validity period. After blood returned from the puncture vessel, the core of the needle was withdrawn to the outside of the indwelling needle (the needle was not withdrawn smoothly), and the needle tube of the indwelling needle was sent into the blood vessel. When the tube was flushed, it was found that the liquid leaked through the wall of the indwelling needle tube. 2. Adverse events: during the use of the indwelling needle, there is a small opening at the front end that keeps leaking. 3. Impact on the victim: the blood of the patient leaked out together with the liquid in the needle tube, causing a small amount of bleeding in the patient. 4. The treatment measures and results: pull out the indwelling needle and compress the blood vessel. A new indwelling needle was selected for re-puncture, and the venous access was opened, and the operation went smoothly. Immediately afterwards reported to the medical engineering department of the headquarters."

Manufacturer narrative:
H.6. Investigation summary: it was reported the liquid leaked through the wall of the indwelling needle tube. As a sample was not returned, a thorough sample investigation could not be completed. It is recommended to provide the defective sample or photo for a further investigation of the indicated defect and to find the root cause to prevent reoccurrence of this defect at the end of user facility. A device history record review was completed for provided material number 383313, lot 2026340. The review revealed there were no quality notifications or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. Based on the investigation, bd was not able to confirm the by customer¿s indicated failure. H3 other text : see h.10.